Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. Customer also reported the insulin pump would occasionally vibrate and there was a green light present. The customer also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was 81 mg/dl. It was also found a crack was present where the reservoir was inserted and there was a crack present on the insulin pump's screen. Customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. No unresponsive button could be verified due to the blank display. No moisture damage was noted at the keypad traces. The insulin pump was received with a corroded motor home switch. The insulin pump was received with a missing reservoir tube seal, a broken reservoir tube lilp, a cracked case at the display window corners, a cracked case at the reservoir tube window corners and minor scratches on the display window.